Event description:
It was reported that during an attempted implant the physician removed the right atrial (ra) lead from the header to reposition it, but while trying to place the pin plug into the the atrial port the set screw would not engage. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).